Event description:
It was reported that during a spine surgery, it was discovered that the motor device was ¿chattering and not running smoothly¿. The surgical procedure was completed successfully with a spare identical device. It was unknown if there was a delay in surgery. The reporter stated that there was no patient harm. There were no reports of medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device met all manufacturer¿s specifications. The reported conditions were not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.